Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Event description:
Additional information indicates that the pace/sense portion of the lead was fractured. The patient underwent a revision procedure in which the pace/sense portion was surgically capped and a new pace/sense lead was placed. The shocking portion of this product remains in-service. No further complications have been reported.

Event description:
Boston scientific received information that this system displayed high out of range pacing lead impedance measurements on the right ventricular (rv) lead. No adverse patient effects have been reported.